Event description:
It was reported that the patient was deceased and that an electronic performance indicator (epi) alert was received after the device was explanted from the deceased patient. The physician does not allege the patient death was due to the device.

Manufacturer narrative:
The reported event of electronics performance indicator (epi) could not be confirmed. The pacemaker was received in normal working conditions with the battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis was performed and indicated normal device functionality. The device image shows autocapture and rate responsive settings on. When automatic settings are programed, such as autocapture and rate responsive, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. A longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.